Manufacturer narrative:
(B)(4).

Event description:
Despite increasing doses of medication, the pt's spasticity did not improve. The pump delivered lioresal. Per the reporter, the pt did not experience withdrawal symptoms since the pt did not use oral baclofen. The managing hcp (healthcare provider) insisted the catheter be replaced. The surgeon did not believe anything was wrong with the catheter when it was replaced.